Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: customer reported the system would not boot. Fse evaluated the system and determined the cause to be the system's computer. Fse had the computer returned for repair. After repair, the fse reinstalled the computer and tested the system to verify it was functioning properly. The computer has a processor, memory components, interfaces for standard devices such as keyboard, mouse, display, hard disk drive, cd/dvd drive, network connection and interfaces for custom device such as tracker box in the system. It uses a standard pci connector for its I/o and gets its power from an external power supply. The nav systems were last manufactured in 2006. Failures of components due to normal wear and tear are not unexpected on systems of this age (minimum of 10 years old). This complaint does not represent a malfunction of the device.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sun cpu computer was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.